Event description:
It was reported that during a peripheral orbital atherectomy procedure, a portion of a csi orbital atherectomy device (oad) fractured off and was left in the patient. The target lesion was severely calcified and was located in the profunda femoris artery. During treatment with the oad, the tip of the device fractured off and migrated distally. Several attempts were made to snare the tip of the device, but they were unsuccessful. The patient status remained stable throughout the procedure. Three attempts for additional information have been made, but none has yet been received.

Manufacturer narrative:
Device analysis: the oad was returned without the original saline line or guidewire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft revealed that the driveshaft was fractured at the distal edge of the crown. The crown remained intact and undamaged. The distal segment of the driveshaft and tip bushing were not returned. No biological material was observed on the crown or driveshaft. The outside diameter (od) of the crown and crown location on the driveshaft were measured and met the drawing specifications. The fractured driveshaft section was examined using a scanning electron microscope (sem). Sem analysis revealed fatigue striations on the face of the fractured filars. An in-house 0.014" test wire was loaded through the device without issue. When tested, the device spun at low, medium and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. As the original guidewire was not returned for analysis it could not be determined whether or not it was damaged or if it contributed to the difficulties experienced during the procedure. At the conclusion of the failure analysis investigation, the root cause of the fractured driveshaft could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).